Event description:
Multiple motor stalls and motor stall recoveries were reported and confirmed in the event logs. The cause of the stall was unexplained. They were not aware of any MRI or emi at the times of the stalls. There was one stall in (B)(6) that was two hours long. There were a ¿few¿ stalls in (B)(6). The shortest stall and recovery period lasted seven minutes. All motor stalls occurred between 4 and 5 pm. The patient reported that was when they walked their dog in the forest. It was noted there was nothing on the dog or power lines. No alarm was heard. The patient had no symptoms. The volumes were okay at the refill. The patient was being sent home with oral medication prescription as a backup. The medications infused were fentanyl, bupivacaine, and baclofen. It was later reported that the representative was to meet with the patient and healthcare provider on (B)(6) 2013 to further assess the pump and discuss options. It was later reported that the patient was being monitored, and had been asked to immediately report any perceived change in therapy. No further action had been planned.

Event description:
It was later reported that there had been no further stalls or events. It was noted that the patient¿s clinic is following the patient closely.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's pump had 5 stalls in the month of (B)(6) but the patient had not had any since. It was noted that the pump was running well. It was reported that it was unknown what caused the stalls in (B)(6). It was noted that the patient was walking near "university near a research park but do not know if that has any relation". It was reported that some stalls lasted as short as 5 minutes and others for as long as 30 minutes. It was noted that the pump was used to infuse a unknown drug.